Event description:
Following a catheterization procedure, the physician who had not yet undergone the co training process deployed an angio-seal in the pt's groin. There has been no info communicated to the MFR regarding the deployment at this time. Later (length of time unspecified), testing reportedly showed a total occlusion of the pt's right popliteal artery. The pt was taken to surgery where the anchor was removed from this area. As of 6/22/1998 there has been no further report of complication or pt sequelae made to the MFR.